Manufacturer narrative:
(B)(6). No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that when the site tried to take a 3d spin, there was a clicking noise and then it reverted back to 2d. The site then changed the mode back to 3d and were able to take a spin. This was then very poor quality so the account did gain calibrations. They then took another spin. There was no further information in regards to this case. It was not clear if the second spin was better quality and they were able to navigate or if a different imaging system was used. There was no reported impact on patient outcome.